Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and failed due to damaged lcd. A receiver charge and boot was performed and passed. A functional test was performed and passed. A receiver download was performed and alertsystemcheckpass was observed. The allegation was confirmed due to the finding of a screen initialization without manual restart. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional g3: date received by manufacturer - additional h2: additional information - additional / device evaluation h3: device evaluated by manufacturer ¿ additional h6: type of investigation ¿ additional h6: investigation findings - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.